Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, with no notable events occurring beforehand and the same malfunction later recurred despite an initial successful reset. There was no adverse impact to the customer¿s blood glucose level. Customer initially reset pump with guidance from technical support and continued pump use, then, after recurrence, switched to multiple daily injections as backup therapy while technical support arranged shipment of replacement pump.